Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that the display frequently turns black or shows strange color lines. There was no reported pt involvement or adverse pt impact.